Manufacturer narrative:
A review of tickets was performed for reagent lot number 11237ui00. The ticket search determined that there is elevated complaint activity for the likely cause lot. A review of tracking and non-statistical trending did not identify trends for the complaint issue. Return testing was not completed as returns were not available. Accuracy testing protocol was executed using retained samples of the reagent lot, all validity and acceptance criteria were met. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect total b-hcg for lot 11237ui00 was identified.

Manufacturer narrative:
Previously submitted report# 3005094123-2020-00249-01 inadvertently populated g4 as 10/27/2020. The correct date was 12/15/2020.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No additional patient information is available. Full zip code is (B)(6).

Event description:
The customer generated false positive architect total b-hcg results for one patient. The following information was provided: sid (B)(6), initial test result: 3444.02 miu/ml. Retest result: <1.2 miu/ml. Patient is female without pregnancy reactions. No impact to patient management was reported.